Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. Microscopic inspection ID not note any damage consistent with saline exposure post-use of the device. Media inspection of pictures provided by the site revealed detachment of the imaging window.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.